Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that the implant started acting stupid, giving them electrodes that went through the hip down their private parts and into the left foot and left hand side. Patient also reported that they were kept up for two nights and they turned the stimulation down and it stopped for a day and then started again, zapping them.